Event description:
Follow-up revealed the cultures were taken and the results came back as normal. The patient was implanted with a new scs system on (B)(6) 2017. The issue has been resolved and the patient is doing well.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent a surgery on (B)(6) 2017 (reference MFR number: 3006705815-2017-00688 and 3006705815-2017-00689). During the procedure, it was determined the ipg site was infected. As a result, the scs system was explanted.